Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, after deploying a smart coil into the aneurysm using another manufacturer's microcatheter, the physician noticed that the smart coil appeared to be outside of the aneurysm. Therefore, the smart coil was not detached in the aneurysm and was removed from the patient. The physician then inflated the other manufacturer's balloon catheter that was already in place across the neck of the aneurysm. After deflating the balloon and injecting contrast, the physician noticed extravasation. Therefore, the physician placed three coils from another manufacturer into the patient and the procedure was completed at this point with no recurrence of extravasation. The patient was then sent for a computerized tomography (CT) scan; however, the results of the CT scan are unknown. The patient is currently doing fine.